Event description:
Nurse was utilizing the product to suction the patient. Sponge fell off the tip of the suction tube. There were no problems with the remaining sponges in this kit. We were trialing this product. After the event occurred, I spoke to some additional nurses who indicated they had experienced this problem throughout the trial period. The patient did not experience any adverse affect from the event.